Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified significant signs of use and some bone debris on the external threads. However, no any malfunction including fracture was identified. Patient had moderate density (type ii) bone. The reported device was placed at tooth # 7. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray image was provided. However, fracture could not be identified. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. It was reported that the implant was removed due to fracture and infection. The reported complaint could not be confirmed for the fractured implant and could not be confirmed for the infection. Infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. A definitive root cause for this complaint could not be determined.

Event description:
It was reported that the implant was removed due to fracture. Patient broken denture and implant. The procedure was completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to fracture and infection. Patient broken denture and implant. The procedure was completed with another device.